Manufacturer narrative:
D10: concomitant prod continued: mrasc0002, sn: (B)(6) preliminary device evaluation: medtronic led an evaluation of the associated device data and provided image for the reported extra large needle driver (xlnd). Evaluation of the device data indicates the xlnd was used on arm cart assembly (aca) 3 sn: (B)(6). This instrument shows a total use time of twenty-five minutes and a use count of one. Review of the provided images notes multiple images were provided and show the operating room team interface (orti) with errors on aca 3. These errors came up multiple times on the orti and are as follows: 1. "Arm 3: danger: arm undocked. Check port latch. Touch dismiss to resume use" at 0h 37m 43s 2. "Arm 3: warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." 3. "Arm 3: warning: arm communication error. Regain surgeon control. If error reoccurs, discontinue use of arm and contact medtronic support" at 0h 38m 57s 4. "Arm 3: warning: arm communication error. Regain surgeon control. If error reoccurs, discontinue use of arm and contact medtronic support" 0h 38m 57s 5. "Arm 3: warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm" at 0h 38m 47s further evaluation of the reported extra large needle driver is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic umbilical hernia repair, while closing the peritoneum at the end of the procedure, the monopolar curved shears (mcs) triggered an instrument error. The broken instrument procedure was performed to remove the mcs, which was replaced with an extra large needle driver (xlnd). Another instrument error was triggered for the xlnd, so it was removed using the broken instrument procedure. The start-up specialist (sus) indicated that the error may have been triggered due to the surgeon working in close proximity to the trocar. While the xlnd was connected, a clicking noise could be heard coming from the sterile interface module (sim) as it rotated. There was a delay of approximately 6-minutes. There was no patient injury.